Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Records indicate the patient received an attune total knee to treat advanced varus osteoarthritis of the right knee. Patella was resurfaced, and unknown cement was utilized. The procedure was completed without complications. Records indicate the patient was revised due to stiffness, arthrofibrosis, and a marked decrease in flexion range of motion. Upon entering the knee, the surgeon identified and excised patellar and quadriceps scar tissue. The patellar component was removed, and the native bone was reduced to enable full joint range of motion. There was no reported product problem with the revised insert and patellar component. The patient was revised with depuy products. The procedure was completed without complications. Doi: (B)(6) 2018, dor: (B)(6) 2019, right knee.